Event description:
It was reported that the patient using the ilet with subcutaneous insulin experienced fluctuating glucose values, including hypoglycemia to 70 mg/dl treated with four glucose tablets and hyperglycemia up to 256 mg/dl, with a tendency to go low in the evening and cause unclear. Symptoms included hypoglycemia. Outcomes included need for carbohydrate intervention without hospitalization. Investigation included internal case review and triage to clinical management. Investigation of this case revealed no device malfunction reported or confirmed, and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.